Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked from between the dark blue female connector and the light blue mainbody of the twist clamp. The transfer set was in use and connected to the patient at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and magnification with no issues noted. Functional testing performed included leak testing (eight psi underwater pressure test with connectors attached), clear passage test, and clamp function test. No issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.